Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported situation occurred. The biomed engineer stated this pump was not involved in a pt incident this time or since last serviced by baxter.